Event description:
In 2008, ethicon harmonic scalpel handpiece that was reprocessed by ascent healthcare solutions failed to work during initial attempt to use during surgery causing a delay in the surgery. Another reprocessed handpiece opened and used without incident. Original manufacture has been notified.